Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the forceps elevator and chipped adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the forceps elevator had foreign material. However, the identity of the foreign material and a definitive root cause could not be determined. Regarding the chipped adhesive around the light guide lens, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.